Event description:
Affiliate reported that the valve broke three weeks after surgery. As a result, a revision was necessary.

Manufacturer narrative:
Codman is expecting the product back for eval. Upon completion of the investigation, a follow up report will be filed.